Manufacturer narrative:
Customer technical support (cts) specialist assisted the customer troubleshoot over the phone. The cts was unable to resolve the issue over the phone and requested service. A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and replaced modular chemistry (mc) sample probe which resolved the issue. No further issues were noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is case(B)(4).

Event description:
Customer reported obtaining false low sodium (na) patient results and low anion gap on their unicel dxc 600i synchron access clinical system. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event.